Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced component separation. The following information was provided by the initial reporter: the problem occurred before the infusion of the patient. The nurse connected the 2000e exhaust with fulisi, and during the exhaust process, the blue rubber plug of the infusion joint was separated from the transparent shell and could not be used normally. Then replace the new infusion joint exhaust and infusion

Event description:
It was reported that the ll vlv adpt(stand alone) experienced component separation. The following information was provided by the initial reporter: the problem occurred before the infusion of the patient. The nurse connected the 2000e exhaust with fulisi, and during the exhaust process, the blue rubber plug of the infusion joint was separated from the transparent shell and could not be used normally. Then replace the new infusion joint exhaust and infusion.

Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20126483. Information provided by the customer indicates the female luer adapter (fla) of the smartsite had separated from the clear body of the smartsite during priming. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20126483 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance without the affected sample a definitive root cause could not be determined.